Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton had leaked out and was trapped in vagina - tampon [foreign body in reproductive tract]. Pulled out tampon, noticed the top cotton and bottom where the string is was open / cotton leaked out and was trapped in vagina [complication of device removal] pulled tampon out of vagina because cramps were increasing [dysmenorrhoea] pulled tampon out of vagina because cramps were (increasing) [condition aggravated] tampon disintegrated inside vagina / top cotton and bottom where the string is was open / cotton had leaked out [device breakage] consumer contacted via e-mail and stated that the tampons disintegrated inside her vagina; when she pulled out the last tampon, she noticed the top cotton and bottom where the string was were open. The cotton had leaked out and was trapped in her vagina. No serious injury was reported.